Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Deflation: observed an opening striated assessed as to surgical damage. Additional observations: crease fold observed in the surface of the shell. Mold black like appearance observed in the device. Yellow biological tissue observed in the surface of the shell. Fluids clearly observed inside of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the left side.